Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the patient had a left revision of a primary attune patella on (B)(6) 2023 by the revising surgeon at (B)(6) hospital. The patient's primary left knee surgery was done at the same hospital on (B)(6) 2017 by the primary surgeon. The patient complained of knee pain. The x-rays show the patella tracking improperly. Upon revision surgery, the worn patella was removed and a new one implanted as well as patella tendon release. The original patella implant was well fixed. The patella implant which was removed, along with the cement type that was used for the primary surgery were attached. Smartset cement was used. There was no time delay in this surgery. The patella implant failed due to patella tracking issue, not due to a faulty implant. Current x-rays, original implant log from 2017, and picture of the implant were attached. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4) der long". Visual analysis of the photo revealed that attune medial dome pat 35mm present wear at the convex face of the device and at the edge. Additionally, a partial fracture can be identified. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for attune medial dome pat 35mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a left revision of a primary attune patella on (b)( 2023 by the revising surgeon at (B)(6) hospital. The patient's primary left knee surgery was done at the same hospital on (B)(6) 2017 by the primary surgeon. The patient complained of knee pain. The x-rays show the patella tracking improperly. Upon revision surgery, the worn patella was removed and a new one implanted as well as patella tendon release. The original patella implant was well fixed. The patella implant which was removed, along with the cement type that was used for the primary surgery were attached. Smartset cement was used. There was no time delay in this surgery. The patella implant failed due to patella tracking issue, not due to a faulty implant. Current x-rays, original implant log from 2017, and picture of the implant were attached. Doi: (B)(6) 2017. Dor: (B)(6) 2023. Affected side: left knee.